Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received a vibratory alert due to high lead impedance. During testing, noise was also noted. The lead was capped and replaced. The patient was in stable condition.